Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant creatinine result. Quality controls were within range on the day of event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse found the left cuvette film higher than right causing transfer of sample between cuvettes. The cse adjusted cuvette film guides. The cse ran chemistry panels on a patient pool and did not observed carry over. The cse ran precision, which was as expected. The cause of the discordant creatinine result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low creatinine result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned it. The same sample was repeated on the same instrument and an alternate instrument, resulting higher. The corrected result was reported to physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant creatinine result.